Event description:
It was reported that the customer received a button error alarm on the insulin pump, after possible exposure to moisture from perspiration. The customer's blood glucose level was 58 mg/dl. She was advised to discontinue use of the pump and revert to a back-up treatment plan. The customer also reported physical damage on the insulin pump near the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).